Event description:
A phlebotomist in our organization recently had two safety needles break during activation of the device. She said she was activating it properly using her thumb. In one instance, the safety broke off completely at the hinge during activation. In the second instance, plastic cracked where the safety needle attaches to the holder. Phlebotomist report from first incident: "I was trying to engage the safety on the needle after a patient draw. The safety device came off the needle. The needle grazed my glove. I disposed of the needle took off the gloves and washed hands immediately. I noticed a red dot on my finger, so I was unsure if I was poked." The staff member was given appropriate guidance to follow-up on a possible needle stick. Staff reported two faulty needles from two different boxes of the same needle.